Manufacturer narrative:
Company representative evaluated the unit. Corrections included repairing the display unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor's display, which may have affected patient monitoring. No patient injury was reported.